Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor display was blank. The fse checked the ippc, signal, power cable to display, dvi transmitter/receiver. The fse confirmed that the reported issue was caused by disk error in ip-pc. Fse formatted and installed a new disk and also performed download board software. After replacement of hard disk and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the live monitor display was blank. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.